Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element plus,mr,ous 3.50x28mm stent delivery system was returned for analysis. Visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 23.2cm distal to the distal strain relief. Multiple hypotube kinks were also noted at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28jan2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed,3.25x8-30mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 3.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent failed to pass. The procedure was completed with another of the same device. There were no patient complications reported and patient is stable. However, returned device analysis revealed a hypotube detached/separated.